Manufacturer narrative:
Four radiographic images were supplied in a single pdf file. They were not labeled as to date, time, or vessel imaged. Image 1 is a 3d oblique angio of the ica from petrous to m1 and a1/a2. There is a medium aneurysm of the ophthalmic segment, just distal to the ophthalmic artery. The neck is wide, but the aneurysm is not well demonstrated on this view. Images 2 and 3 are cross-sectional orthogonal measurements of the ica; however, the level cannot be determined. Image 4 is a 3d oblique angio of the ica from petrous to m1; the aneurysm is hidden behind the ica on this projection. The cause for the stents not opening is not explained by these images. The investigation of the returned stent system found that the stent was able to advance through an in-house microcatheter and fully open upon deployment during functional testing. The stent was undamaged upon deployment and measured within specification. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.10.

Event description:
It was reported that during treatment for an ica aneurysm, the flow diverter stent had difficulty opening. Fluoroscopic images revealed there was a larger thrombus formation in the media area. The cause of the thrombus is unknown. The patient was surgically thrombectomized. After the intervention, the patient awoke and had no neurological impact.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. Procedural imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.